Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was received attached to a adapter. The articulation joint was heavily damaged. The laminates were bent. The blowout plates were damaged. The articulation flag was bent. The jaws of the reload were clamped. The reload was partially fired. The I-beam was slightly advanced. There was gapping at the connection point between the adapter and reload. That the reload could not be removed from the adapter by pressing the blue unload switch back then twisting and removing the reload from the adapter. It was reported that the device lock on tissue and partially fired. The reported issue could not be determined. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sig power sigadaptshort lin short adapt - sigadaptshort, serial# (B)(6) sig power sigphandle handle - sigphandle, serial# (B)(6) sig power sigpshell control shell - sigpshell , lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the right lower lobectomy, the surgeon opened and closed two times to ensure the middle lobe was ok and once ready, it closed nicely. The green light showed and the surgeon pressed the button to enter firing mode. It started firing a couple of staples then stopped. The right and left articulation worked but the reload would not open at all, locking on the tissue. Trouble shooting was done with disconnecting the adapter, and resorted in using the manual retraction tool which failed to open the reload. The surgeon had to forcibly remove the reload from the bronchus, causing little damage to the patient. The procedure was completed using a competitor's stapler. The surgical time was extended for 30 minutes as a result.